Event description:
It was reported that pump screen was cracked or shattered, causing issues with touchscreen use. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, as technical support was unable to contact customer for follow-up.